Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lead migrated. Issue was confirmed with x-rays. Surgical intervention may take place to address the issue.